Event description:
Customer reports to have received excessive delivery alarms. Customer's blood glucose was 303 mg/dl. After troubleshooting, customer was advised that insulin pump did not alarm. Customer states when he uses novolog insulin, he tends to get callouses. Customer was advised to consult his health care professional. Customer was also advised that infusion sets and reservoir would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).